Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: ·blade damaged ·cover damaged ·o-ring in plug missing ·led is dim as already mentioned, the device passed the quality inspection at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is mechanical damage that occurred during use and the refurbishment process. The missing o-ring on the plug can cause moisture to penetrate the interior of the housing, which affects the electronics and leads to a reduction in light intensity. The instructions for use specify that a visual and functional inspection must be carried out before starting any work, which would have revealed that the device was no longer functioning properly and the fault could have been avoided. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light too dark, 8403yz not fitting". No negative impact in state of health reported.